Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2018. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected oversensing due to short v-v intervals on the right ventricular (rv) lead. It was further reported there was noise on the rv lead. It was noted the rv sense polarity was configured to unipolar and there was no apparent oversensing produced during isometric and pocket manipulation testing. The lead remains is use. No patient complications have been reported as a result of this event.